Event description:
Caller reported receiving a minimum fill notification without any adverse impact on blood glucose levels. Customer attempted to reload the cartridge while having more than 80 units of insulin remaining and was wearing the pump in a case. Technical support advised removing the pump from the case and cleaning the pneumatic tap area with an alcohol wipe or lint-free cloth. Reloading the same cartridge did not resolve the issue, and the customer planned to call back due to the unavailability of room temperature insulin for loading the new cartridge.